Event description:
Physician reported "during surgery a nurse located a foreign body in the sterile package. The sizer has not been used or unwrapped." The foreign body was clarified as "looks like hair." Surgery was not completed with a back-up.

Manufacturer narrative:
Medwatch submitted to FDA on: 11/4/2015. Lab analysis noted "hair inside packaging" described as "sealed inner and outer thermoform, in a open product box. No autoclave needed. Observed in inner thermoform like hair on the apex of shell." Device labeling: prior to use, examine the re-sterilizable sizer for any evidence of damage or particulate contamination. Do not use damaged or contaminated re-sterilizable sizers.

Event description:
Physician reported "during surgery a nurse located a foreign body in the sterile package. The sizer has not been used or unwrapped." The foreign body was clarified as "looks like hair." Surgery was not completed with a back-up.